Event description:
It was reported that a physician had called to stop a pump after he believed he did a pocket fill while refilling the pump yesterday. The pt was admitted to the hospital. They had not checked for volume discrepancy. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).